Manufacturer narrative:
(B)(4).

Event description:
Pt father reported loss of connection on smart device.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined.